Event description:
Customer reported she was hospitalized due to high blood glucose and high fever. Customer stated that there was an insulin leak from the reservoir. Customer had been having strong smell of insulin inside the reservoir compartment when changing the reservoir and was not sure if the high blood glucose was caused by her being sick or something wrong with the insulin pump. Blood glucose at the time of the hospitalization was 500 mg/dl. Customer also reported that insulin pump alarmed motor error. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-82446 for motor error.